Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: drill bit (part number unknown, lot unknown, quantity unknown), va plate (part number unknown, lot unknown, quantity unknown), locking screws (part number unknown, lot unknown, quantity unknown).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date during routine inspection that three (3) drill bits are catching in the canal of the drill sleeve and not sliding through freely due to wear and tear, one (1) variable angle (va) cone is not connecting and sitting correctly into the four (4) columns of the va plate holes, one (1) screwdriver tip is wearing down and not properly engaging into locking screws, one (1) screwdriver tip is wearing down and not properly engaging into locking screws, and one (1) depth gauge is not sliding freely and gets caught or hung up during measurement due to wear and tear over time. This report is for one (1) 3.5mm/2.5mm double drill sleeve. This is report 7 of 7 for (B)(4).